Manufacturer narrative:
Product event summary: (B)(4). The distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the exposed svc (superior venacava) defibrillation coil distal electrodes were covered in body tissue/fibrotic growth and the exposed svc (superior vena cava) defibrillation coil distal electrodes were covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - performance data from the device was analyzed and revealed that the right ventricular (rv) lead was oversensing. It was noted that the rv lead integrity alert (lia) had triggered and there was non-physiologic/sic oversensing. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2007; 5594, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert. The lead showed oversensing and noise. The lead was initially reprogrammed, but subsequently, it was explanted and was replaced. No patient complications have been reported as a result of this event.